Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low speed advisories and a pump off message on system controller interrogation. It was noted the patient was asymptomatic asides from weakness. The patient was noted to have a small left ventricle cavity. The right ventricle was dilated. The speed was dropped to 9800 rpm94000 low speed limit immediately after log files were captured. Log file review was requested which revealed a pump stop on (B)(6) 2026 at 10:42 am. It was noted this could be due to short to shield or a high current event. A percutaneous lead repair was performed on (B)(6) 2026 however the removed portion showed no obvious internal damage after investigation. However, as of (B)(6) 2026 no recurrence of the low-speed advisory or pump stop alarms occurred. The patient remains on power module power with an ungrounded patient cable. The event was considered device related.